Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red encapsulation were observed, on the shell. White particles were observed, on the shell. Creases are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.